Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the subject device. Although the subject lot was unknown, the delivery record to the facility indicated that the lot of the subject device was 52k. Omsc reviewed the manufacturing records of the 52k lot and found no irregularities. The exact cause of this issue could not be conclusively determined. Based on the past similar cases, omsc surmised that the stent was migrated due to the condition where the stent was placed or the patient's condition , resulting in the penetration and abscess. The instruction manual of the device has already warned as follows; after indwelling the stent, periodically evaluate both the patient and the stent to confirm that there are no irregularities. Otherwise the stent may be damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, migrating or falling off from the papilla.

Event description:
The stent was placed inside the patient during an endoscopic stenting. Two weeks later, penetration and abscess of the left hepatic duct were found during a liver cancer resection. The intended procedure was completed. After the procedure, the doctor performed additional drainage.